Event description:
It was reported that this patient has had multiple untreated and treated episodes. The patient received these inappropriate shocks due to oversensing of morphology changes. There was reprogramming between secondary and alternate vectors between these inappropriate shocks. After the most recent inappropriate shock, the system was re-optimized in secondary sensing vector with different conditional zones and smart pass turned on. No adverse events.